Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure video wasn¿t connecting was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white material inside the air/water channel. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no display was an electrical component failure. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited the video isn¿t connecting, the issue occurred during inspection for use. There were no reports of patient involvement.